Event description:
It was reported that the patient presented for a pacemaker upgrade procedure. During the procedure, the physician noted insulation damage on the atrial lead. The lead was explanted and replaced. The patient was in stable condition.